Event description:
It was reported that during a laparoscopic sleeve gastrectomy, it was observed that the staple line was twisted and they oversew a portion. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the staples formed properly? If yes, was the staple line complete? Was the staple line interrupted; staples not present/visible on any portion of the staple line? What is meant by staple line twisted? What was the impact of the staple line twisting? What necessitated over sewing? Where was the over sewing? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026 corrected data: h6 (medical device problem code) additional information was requested, and the following was obtained: 1. Were the staples formed properly? Yes 2. If yes, was the staple line complete? Yes 3. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Unsure 4. Please provide the source or title of external person providing answers to follow-up: angela williams 5. Is the current patient status known? Yes 6. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not sure. What is meant by staple line twisted? Unsure, that is how surgeon described it to me. What was the impact of the staple line twisting? Had to oversew and correct a portion of the staple line. What necessitated over sewing? The staple line didn¿t look consistent to what they are used to. Where was the over sewing? Over the staple line an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.